Manufacturer narrative:
The device was received for evaluation. The breakage was confirmed. It was observed that the shoulder bolt holding the push block to the instrument shaft sheared off at the threads. The head of the bolt was bound up in the push block. A review of the device history record showed no anomalies. The inspection records show that is passed a functional check prior to being placed into inventory. A review of the complaint management system showed that this is the 5th complaint received on this instrument since it was introduced in 2009. An engineering change was made to address this issue. This issue would not have any effect on the pt as the implant can still be inserted using the inserter or the standard insertion instruments in the vu apod set. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that an apod inserter came apart. No harm to a pt was reported.